Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient log files were submitted for analysis as the patient was experiencing low flows possibly associated with extrinsic outflow graft obstruction (eogo). The event log files did not capture any low flow alarms as the event is full of frequent pulsatility index (pi) events on 27mar2026 from 08:46 to 11:08. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.